Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation. The most probable cause of the scope communication error (b30 error) was cause traced to component failure and for white residue inside the air water cylinder and air water channel was cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited scope communication error (b30 error), white residue inside the air water cylinder and air water channel. There was no patient involvement.